Event description:
Information was received from multiple sources (healthcare provider (hcp), clinical study) regarding a patient who was receiving dilaudid (11.3 mg at 2.99945 mg/da), bupivacaine (30 mg at 7.96313 mg/day), and fentanyl (1125 mcg at 298.61751 mcg/day) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2020 the patient reported lumbar pain continued to be significant and inadequate pain relief.  It was reported the patient was using boluses but does not feel them. A catheter dye study was ordered.  The device was reprogrammed where the bolus dose was increased to 0.6 mg and a total of 5 per day.  On (B)(6) 2021 a MRI (magnetic resonance imaging) was performed and revealed mildly clumped appearance of the roots of cauda equina at l2-3 level, also unchanged suggesting arachnoid adhesions.  It revealed unchanged soft tissue stranding at l4 and l5 levels.  On (B)(6) 2021 the patient reported inadequate pain relief as they were "not sure if pump was working" because "pain has been bad".  The device was reprogrammed where the hydromorphone was increased by 0.2 mg.  On (B)(6) 2021 the patient reported minimal relief with pump, inadequate pa in relief, and no relief with boluses.  On (B)(6) 2021 the pain has been increasing. There was no relief from boluses and they reported they could not feel them. The patient has yet to schedule a catheter dye study. On (B)(6) 2021 the patient reports 8/10 pain on average, and noted boluses reduce pain to 7/10. The patient reported inadequate pain relief from simple continuous and boluses.  On (B)(6) 2022 the patient reported it feels lumbar pain was progressing, inadequate pain relief, and they were unable to feel boluses. It was noted the patient still has yet to schedule catheter dye study.  The outcome was noted as ongoing. The clinical diagnosis was inadequate pain relief. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drug (bupivacaine, hydromorphone, and fentanyl) was related, and the drug action that caused the event was change in schedule. Additional information was received from the healthcare provider via a clinical study indicated that a normal catheter dye study was performed and a bolus was given in the clinic. The patient's pain decreased from 9/10 to 3/10. Additional information received from the healthcare provider via a clinical study indicated that the patient's medication was increased. Additional information received from the healthcare provider via a clinical study indicated that an increased bolus to 0.7mg was made. Additional information received from the healthcare provider via a clinical study indicated that the spinal catheter was explanted and replaced and the issue resolved.

Manufacturer narrative:
Continuation of d10: product ID 8598a lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(6), ubd: 10-jan-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.